Manufacturer narrative:
This product is not marketed in the us. Conclusion code: per dfu for this lens model, vicl's are contraindicated of implantations of a lens in a patient under the age of 21 years old. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vticmo13.2, -9.5/+3.0/076 diopter, implantable collamer lens in the patient's right eye (od) on (B)(6) 2017. Refractive surprise was noticed.

Manufacturer narrative:
Corrected data: lens remains implanted. Doctor wants to observe for a few months. Claim#: (B)(4).